Event description:
It was reported that the controller exhibited an unexpected loss of power resulting in the ventricular assist device (vad) being stopped for nine seconds. It was reported that the controller ac adapter power supply connection was loose. The patient did not experience any symptoms. Review of log file data also revealed that the vad exhibited a low flow alarm. The vad, controller, and controller ac adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #: 1420 / catalog #: 1420, expiration date: 31-aug-2023, serial #: (B)(6) / UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 03-aug-2022 h5: no d1: heartware ventricular assist system controller ac adapter. H3: no, device evaluation anticipated, but not yet begun. H6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: model #: 1430 / catalog #: 1430 /expiration date: 31-mar-2025 / serial or lot#: (B)(6). UDI #: (B)(4). Mfg date: 01-apr-2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a temporary loss of both power sources occurred when the controller ac adapter "midsection" was almost disconnected and the battery replacement occurred at the same time. The controller ac adapter connection region (between cords) was rechecked, and a screwdriver was used to reconnect the controller ac adapter. It was also stated that the low flow alarm was due to the possibility of a transient increase in blood pressure and the fact that the low flow alarm setting was stricter than the recommended average.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary:the pump ((B)(6)), one (1) controller ((B)(6)), and one (1) controller ac adapter ((B)(6)) were not ret urned for evaluation. Log file analysis revealed four (4) low flow alarms were logged since (B)(6) 2023. Log file analysis also revealed a controller power up with an associated motor start event recorded on (B)(6) 2023 at 02:24:57, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 37% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 9 seconds. Log file analysis then revealed an adapter was connected in power port one (1); no anomalies were observed with an adapter within the analyzed period. As a result, the reported low flow and loss of power events were confirmed. The reported loose connection on the ac adapter event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported loose connection on the ac adapter event may be attributed, but not limited, to handling of the device, and/or an improper connection between the clamp assembly and power cord. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or to the reported loose connection with an adapter connected as the only power source. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, hypertension is a known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypertension events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.